Manufacturer narrative:
The ventilator was investigated by our field service engineer. The ventilator failed internal leakage test during pre-use check. A sealing defect was noted in the inspiratory channel and was fixed. The ventilator then passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs confirms the reported alarms for high pressure. The root cause of the reported event was a sealing defect in the inspiratory channel.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator alarmed for high pressure. There was no patient harm. Manufacturer's ref #: (B)(4).